Event description:
The patient received two leads with the same lot number. It was reported the patient no longer had stimulation in the same area. The patient reported he had stimulation in the abdomen area, and no longer had stimulation in his legs where it was needed. The physician had scheduled an x-ray to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.